Event description:
It was reported that a patient underwent an x-stop procedure. Reportedly, postoperative the patient experienced a disc herniation and loss of motor function. Revision surgery was performed in (B) (6) 2007. No additional information was reported.

Manufacturer narrative:
Method - device was not returned; followed up with company representative.